Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2016 with the following findings: the battery cap was hard to remove and insert due to stripped threads. A test cap was used for investigation. The battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 07/05/2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap from the pump. The alleged issue could not be resolved with troubleshooting. This complaint is being reported because a reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.